Event description:
Boston scientific received information that the patient implanted with this device was reportedly in the intensive care unit (ICU). The patient was noted to be very ill and immobile. Abnormal pacing behavior was observed, pacing at the lower rate limit (lrl), then abruptly changing. One beat at 35bpm, staying for nine beats with no pacing, then pacing at 75bpm. It was suspect that the programmer recorder monitor (prm) provided disruption to external telemetry. Intermittent loss of capture (loc) was observed. All measurements were within acceptable limits. An entire screen of no capture was observed prior to the device resuming pacing. A transcutaneous pacemaker was placed. Later, a revision procedure was performed and the device was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.